Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder at first would not activate. The dc extension cable was switched and the hemopro tissue welder began working accordingly. During harvesting, however, the device started smoking inside the patient's leg. When they pulled it out, it was glowing red. The dc extension cable was replaced, but the tissue welder still would not turn off. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(4), 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B)(4).